Event description:
It was reported, the pt is not receiving effective stimulation. An sjm representative has met with the pt multiple times for reprogramming. Reprogramming was unable to resolve the issue. The pt is scheduled for an epidural injection to address the pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.